Event description:
A malfunction alarm was reported on a pump during the pumping process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was unable to resume insulin therapy due to recurring cartridge alarms, despite following the correct loading technique. Customer will use mdi as a backup therapy. A replacement pump was arranged by technical support, and the customer was guided on returning the faulty pump to tandem.